Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicate that the patient scan provided by the doctor had heavy shine. Therefore, affected sites were excluded and registration between the stone model and the patient scan was completed successfully. The guide initially failed its quality analysis due to insufficient sleeve stability at both sites. However, sleeve support material was added around both sleeves and the guide passed subsequent testing. The returned guide was determined to seat well on the dental model with stable sleeves. The trajectory analysis determined that the trajectory aligned well with the treatment plan and the deviation was within the standard tolerance of <0.5 mm. Two treatment plans for this case were reviewed. The first was planned by an anatomage technician and the second was modified by the doctor and used for guide fabrication. The first treatment plan had originally placed an 8.00 mm implant at site #6 which was 1.02 mm away from the patient's buccal plate. As best practice, our technicians try to plan implants at least 2.0 mm away from critical structures, however, limitations in patient morphology did not allow this clearance. The second treatment plan was created by the doctor who switched to a 13.00 mm implant and re-positioned it. This caused the implant to be only 0.58 mm away from the patient's buccal plate. Therefore, the treatment plan updated by the doctor prompted guide fabrication with a larger implant closer to the buccal plate. This modification would increase the probability of buccal plate penetration. Therefore, the most likely potential cause of this adverse event is the modification of the final treatment plan by the doctor which allowed for less clearance between the implant and patient's buccal plate.

Event description:
The doctor placed the implants using the guide and realized that the implants were too far buccal. He realized this after the implants were placed, and the implants penetrated through the buccal plate. Doctor had to remove the implants and graft the sites.